Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient moved the heating pad away from the site of the leads and didn't have any issues. The rep reported that if the patient felt them getting hot, he would discontinue use of the heating pad. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 23-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that patient was using a heating pad on device location and the they could feel the leads getting very hot. The patient has lost a lot of weight and the leads can be visualized going from their ins to anchor site. No further complications were reported.